Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the specialist 2 tibial radel impactor broke in half. Black tibial impactor broke. Revision clamp getting stuck open. All need replacing. Surgery not delayed. Ref numbers not available. All parts removed.

Manufacturer narrative:
(B)(4). Investigation summary: the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.